Event description:
During a coil embolization procedure, the orbit mini complex fill 2.5x3.5 coil (637mf2535/15195841) stretched during insertion to the aneurysm. Approximately 30% of the coil was in the microcatheter (mc), and after the event, the coil was withdrawn back into the mc without difficulty and without adverse event or additional medication required. A remodeling device was not used during the event, and an adequate continuous flush was maintained through the mc at all times. A guidewire was not needed to exchange the microcatheter and maintained target site. After removal, other than the reported event, no other damages were noticed on any section of the device coil fracture, separated, detached, etc, and the coil was still attached to the delivery system.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damage. The support, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage and the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage, and the embolic coil was found stretched and it was still attached to the griper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The damages found on the device could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill2.5x3.5 coil (B)(4) unraveled/stretched during insertion to the aneurysm. Approximately 30% of the coil was in the microcatheter (mc), and after the event, the coil was withdrawn back into the mc without difficulty and without adverse event or additional medication required. A remodeling device was not used during the event, and an adequate continuous flush was maintained through the mc at all times. A guidewire was not needed to exchange the microcatheter and maintained target site. After removal, other than the reported event, no other damages were noticed on any section of the device coil fracture, separated, detached, etc, and the coil was still attached to the delivery system. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damage. The support, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage and the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage, and the embolic coil was found stretched and it was still attached to the griper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The damages found on the device could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The confirmed damages were not related to design or manufacturing. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed event.